Event description:
The total cross percutaneous transluminal angioplasty balloon was advanced across the heavily calcified tibial lesion. The balloon was inflated to 7 atm, at which point it burst. It appears that the heavily calcified lesion was the cause of the percutaneous transluminal angioplasty rupture. There has been no claim of injury related to this event.